Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of foreign material in the kit is inconclusive due to poor sample condition. One photo sample of an opened 5 fr tl powerpicc catheter kit was provided for evaluation. The sticker ¿stop¿ sign is present on what appears to be the external clear plastic packaging that is adhered to the external surface of the PICC kit. The contents of the PICC kit were removed from the packaging. Multiple strands of hair appear to be present on the clear plastic material. The condition of the kit tray and components prior to opening could not be determined from the image. Based on the information provided, possible contributing factors include deposition of material during kit packaging or during kit handling. Since the condition and presence of hair prior to kit opening could not be determined, the complaint could not be confirmed and remains inconclusive at this time. Evaluation findings are in section h.11.

Event description:
It was reported "a lot of hair is in the kit." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refr0279 showed no similar product complaint(s) from this lot number.

Event description:
It was reported "a lot of hair is in the kit." No other information was provided.